Event description:
It was reported that high capture threshold and high out-of-range pacing impedance were observed via remote transmission, and the patient was brought into the clinic to confirm. On (B)(6) 2022, the patient presented for right ventricular (rv) lead revision, and the rv lead was capped and replaced. The patient was stable with no adverse health consequences.